Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the confidence kit, no needles has no significant defect on it. The kit has traces of usage. The cement is observed hardened inside the cylinder. The reported allegation cannot be confirmed. No dimensional inspection was performed as it is not applicable for the complaint condition. Retain test was performed for the cement lot number: 4195608 lot: 4195608 manufacturing date: 01 jun 23 expiry date: 30 nov 25 quantity: 3142 product checked: retained samples required testing: tm-t150 cement setting time the samples returned were tested in a temperature and humidity-controlled laboratory (see page 2) lot: 4195608 dough time: 42s (90s) mix characteristics: stiff setting time: 14 min 27s (12 min 00s to 24 min 00s) the cement mixed and behaved as expected for the product type and met the appropriate control specification. The recorded setting met the control specification. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the 283913000. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Reviewed dimensional inspection: n/a device history a manufacturing record evaluation was performed for the finished device product code: 283913000 lot no: 381182 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 08-sep-2023 manufacturing site:jabil le locle expiry date:31-aug-2025 cement number: product code : 183901001 / batch number : 4195608 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported on (B)(6), 2023, that when the individual preparation steps of the confidence cement were correctly applied, after about 20 seconds of turning the mixing handle of the mixing beaker, the instrument operator reported an unusually increasing resistance, which was due to the cement hardening too early. Subsequent filling into the cement reservoir was only possible up to half of the available cement mass and required an unusual amount of force. After inspecting the cement consistency, it was clear to the naked eye that a portion of the cement powder had not mixed with the monomer liquid. The entire cement preparation was personally observed by the sales consultant. A replacement confidence cement was requested for augmentation by surgeon. This cement could be prepared and applied without any problems. There was surgical delay for 10 minutes due to the reported event. The procedure was successfully completed. No fragments were generated. There were no patient outcome or consequences. This report is for one (1) confidence kit, no needles. This is report 1 of 1 for complaint (B)(4).